Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. It was reported that both arrow buttons are difficult to respond and require several presses to get a response.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2013 with the following findings:no damage was observed to the pump keypad cover; however, the keypad was worn, which has no effect on insulin delivery. During testing, the contrast keypad button was intermittently unresponsive, which also has no effect on insulin delivery; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.